Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approximately 5 mm from balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that the patient has a history of pvd. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR 3004939290-2014-00375 for the second device.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback towards the sheath. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was used. The balloon from the second device also lost pressure. The second device also lost pressure. The second device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.